Event description:
It was reported that during a lap hernia repair, there were 2 devices that shot out 2 clips at once and then no clips. They used a third one to complete the case.

Manufacturer narrative:
Eval summary: the analysis results showed that one ems device a was returned with the nose open and non-functional due to an insufficient cartridge nose weld. The analysis results showed that one ems device b was returned with the nose open and non-functional due to an insufficient cartridge nose weld. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.